Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed and insulin delivery was resumed. Customer's blood glucose (bg) was 500 mg/dl and a bolus was delivered to address bg. Customer was admitted to the hospital and intravenous insulin was administered. Elevated bg was resolved and customer was discharged on (B)(6) 2019 with no permanent injury. Customer reverted to using another pump for insulin therapy and reportedly, changed the type of infusion set used.